Manufacturer narrative:
Block h6 (device codes): imdrf device code a0401 captures the reportable event of corewire break.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff was used during a ureteroscopy procedure in the kidney on (B)(6) 2023. It was reported that nearing the end of the procedure, the amplatz wire broke. The procedure was completed with a sensor wire. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): imdrf device code a0401 captures the reportable event of corewire break. Block h10: the returned amplatz super stiff was analyzed, and a visual evaluation noted that the coil wire was unraveled due to the corewire was detached at approximately 2.8 cm from distal tip to the transition point. Additionally, the core wire was kinked in the distal section. Therefore, the reported complaint was confirmed. Boston scientific has determined the most probable cause of this complaint is manufacturing deficiency. Since the problem found was traced to the design specification and an investigation to address this problem is in progress.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff was used during a ureteroscopy procedure in the kidney on (B)(6) 2023. It was reported that nearing the end of the procedure, the amplatz wire broke. The procedure was completed with a sensor wire. There were no patient complications reported as a result of this event.